Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual inspection of the reported product identified a fracture at the collar. There was presence of bone residue around the threads and the vent. The external threads were severely damaged from trephine removal. Functional testing to recreate the reported event could not be performed due to the nature of the reported device and event. A pre-existing condition noted on the product experience report was bruxism, additionally the patient had unknown bone density. The reported device was located on tooth # 47 and was used for approximately 3 years. A device history review was performed and no related nonconformances were notes. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fractured. The product was returned. The reported fracture was confirmed via visual inspecition. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed due to fracture at the collar level.